Manufacturer narrative:
The reported event, housing opened, was not confirmed. During the inspection the service technician and engineering technician for failure analysis, justin brenner, did not observe any issues with the housing opening, locking, or anything that came out of the device. There were no symptom failures or failure modes found. The device was discarded by the manufacturer.

Event description:
It was reported that the aseptic housing opened during a surgical procedure. No medical intervention and no adverse consequences were reported with this event. There was a reported delay of ten minutes during the surgical procedure due to the aseptic battery housing opening.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing opened durring a surgical procedure. No medical intervention and no adverse consequences were reported with this event. There was a reported delay of ten minutes durring the surgical procedure due to the aseptic battery housing opening.